Manufacturer narrative:
Batch review performed on 30 october 2024. Lot 2100435: (B)(4) items manufactured and released on 25-mar-2021. Expiration date: 2026-03-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised. Batch review performed on 30 october 2024 on reverse shoulder system 04.01.0170 glenosphere 39xø24.5 (k170452) lot. 2003971 lot 2003971: (B)(4) items manufactured and released on 24-mar-2021. Expiration date: 2026-03-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision due to pain due to a dislocation of the liner from the glenosphere. At 3 years and 3 months post primary the surgeon revised the glenosphere, metaphysis and liner. The surgery was completed successfully.